Event description:
We have issues in our ICU, ccu areas with the potential of problems in the progressive units with our philips monitoring system. The models of the equipment we are having issues with our mx800, x2 and also mp 30. What has been happening is that when the x2 is removed from the mp30 and mx800 and then redocked we are losing monitoring communication at the central station for a period of 3 to 15 minutes. Which at that time they are only seeing the numerics from the ECG, spo2 and nibp with no audible alarms.